Manufacturer narrative:
The device referenced in this report has not been returned to olympus medical systems corp., but returned to olympus (B)(4). The subject device was sent to an independent laboratory, and the culture test was conducted. The test result showed that bacillus spp. Mesophiles and staphylococcus coagulase negative were detected with the amount of 1ufc respectively however, the culture test result cleared the french regulation. The exact cause of the event could not be concluded at this moment. If additional and significant information becomes available, this report will be supplemented.

Event description:
Olympus was informed that the subject device was culture tested twice on (B)(6) 2017 and (B)(6) 2017 and the amount of 1 ufc and 3 ufc of microorganisms were detected respectively. The species of the microorganisms detected are unknown. It is also unknown in which part of the scope the microorganisms were found. There was no report of patient infection associated with this report.